Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that removal difficulties from the guide catheter occurred. The target lesion was located in a vertebral artery. A 8.0x60x135 cm express ld vascular stent was selected to treat the lesion. However, resistance was felt when advancing the stent delivery system to the guide catheter. The stent became stuck in the guide catheter and it could not be removed even after several attempts. The physician replaced the guide catheter but the issue occurred as well. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent detached/separated.

Manufacturer narrative:
Device evaluated by MFR.: express-vascular ld pmtd 8.0x60x135 cm was returned for analysis. The indicated introducer sheath size for this express ld device as per express specificatio. The 8f guide catheter used by the customer was returned with the device for analysis. During analysis the investigator was unable to advance the device through the customers guide catheter as the stent of the device detached and lodged in the hub of the guide. A visual examination of the returned device confirmed that the balloon had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination found the stent detached from the device and lodged in the hub of the customers 8fr guide catheter. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device. This concludes the product analysis.